Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service found the instrument channel was deformed due to handling which prevented passage of forceps or brushes. The report of spots in the image was also confirmed during inspection and testing. There were spots in the image due to the image guide bundle being broken. In addition, the insertion tube was deformed and angulation was out of tolerance due to physical stress, and the bending section cover was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, prior to use, it was difficult to pass items through the biopsy channel due to the condition of the insertion tube at the protector and there were black points in the image. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the instrument channel was restricted due to deformation. This report is being submitted for the malfunction found during evaluation (deformed instrument channel). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts." Olympus will continue to monitor field performance for this device.